Event description:
It was reported that there was high short interval counts (sic), non-sustained ventricular tachycardia (vt) and artefact during follow up on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported, the customer was not satisfied due to short battery life on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).